Event description:
It was reported that the rv lead impedance had increased since implant. All other measurements were in range. Noise was not reproducible or noted on the stored electrograms. The physician opted to monitor the patient for further high impedance measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.